Manufacturer narrative:
A device history record review was performed for the subject device lot number 9883245. Manufacturing location: (B)(4). Date of manufacture: 09-dec-2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the driver was returned showing signs of wear. The tip is rounded. Whether this complaint could be replicated is not applicable because the device was returned worn. A visual inspection, drawing and device history record review were performed as part of this investigation. A visual inspection, drawing and device history record review were performed as part of this investigation. Material and hardness testing were tested at the time of manufactured and confirmed to have no issues through the DHR review. A dimensional analysis is not applicable at this time as the device has obvious signs of post manufacture wear. While a definitive root cause could not be determined, it is likely the damage is due to consistent use over two years. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned driver had light scratches, consistent with use; as well as a rounded tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: it was reported that on (B)(6) 2017, during a posterior cervical decompression and fusion, surgeon attempted to torque the set screws but stated he felt the tip of the driver was stripped. Another device was readily available for use. There was no surgical delay and no additional medical intervention required. Patient outcome was not reported. This report is for one (1) stardrive screwdriver shaft t15/self-retaining qc. This is report 1 of 1 for (B)(4).